Event description:
Additional information was received indicating this device was explanted and replaced with a pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This report will be updated should additional information become available, or if analysis is completed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.